Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was mid 300s mg/dl. The customer administered a bolus to address the bg level. Tandem customer technical support (cts) confirmed the customer's bg level was due to recently eating and then delivering a bolus with the pump after eating. Reportedly, the customer would continue use of manual injections for alternate insulin therapy.